Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Analysis of system log file by fse showed communication with the control pc of the flexvision monitor was lost after a drop in the power supply. To resolve the issue, fse replaced the flexvision pc and returned it to philips for further analysis. The analysis confirmed that the malfunction of flexvision pc was due to failed power supply unit. After replacement of flexvision pc and recovering backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected